Event description:
Tibial impactor broke into pieces leaving a piece in pt.

Manufacturer narrative:
Examination of the submitted instrument confirmed the reported fracture. Evidence was found indicating that the instrument was not properly aligned prior to impaction. The root cause is being attributed to suspected misuse. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.